Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was damaged in the area where the cartridge is loaded causing the customer difficulty with loading a cartridge. Additionally, it was reported that the wake button was "sticking." There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.